Event description:
The pump was programmed in the autoramp mode for a tpn infusion to infuse for a total time of 12:00, vtbi of 1500 ml, upramp 0:01, downramp 1:00. The pump went through the upramp portion of the program, and continued to increase its rate for an add'l two minutes until 587 ml/hr was reached. Then, the pump suddenly dropped down to what the max rate should have been (130 ml/hr, as calculated by the pump). The pt stopped the pump. There was no negative impact to the pt involved.